Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. After further examination of the unit¿s interior, pcba1 shows signs of previous moisture presence and corrosion around the battery connectors, and on the back of the lcd screen. Unable to perform the displacement test due to the critical pump error. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails. Also the s/n label located between the belt clip rails has rubbed off and become illegible.

Event description:
The customer reported via phone call that insulin pump had crack and damaged at base where clip goes. The customer¿s blood glucose level was 200 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.